Manufacturer narrative:
The reported observation of ¿unable to connect/communicate with ipg after procedure¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state appears to be related to a procedure. The device had been placed in surgery mode at the time of the observation. Per the clinicians manual: per clinicians manual arten600113336 a - under warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. Further information requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.